Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site from the vad coordinator that the patient has a staph bacteremia and is on the urgent list for transplant. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
No additional information has been received after three tempts. With review of the available information there is no indication of any device malfunction or performance issues related to the event. Based on available information no conclusion can be made regarding the relationship of the event to the device or treatment. There are no allegation made due to a device malfunction or performance issues and no evidence of adverse events related to the use of the device. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.